Manufacturer narrative:
A service visit was initiated. A field service engineer (fse) evaluated the instrument and replaced the bearings on the syringe drive shaft assembly to resolve the issue. The fse verified instrument operation.

Event description:
The customer reported obtaining false high tg (triglyceride) results for thirty-five (35) patients, involving the unicel dxc 800 pro synchron system. The instrument generated cartridge chemistry (cc) reagent motion errors during time of event. The false high tg results were reported outside the laboratory and a physician questioned the results. The customer repeated the samples on an alternate dxc and obtained lower tg results considered correct. The repeat results were reported outside the laboratory and the original results were amended. There was no effect to patient treatment in connection to event. Quality control was within laboratory's established ranges prior to the generation/reporting of false high tg results.